Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of cell #1 of biotest cell 3 with the positive control in the tube technique. The customer used solidscreen control ii as a positive control with biotest cell in the tube technique which is not according to the intended use of solidscreen ii control. The intended use of solidscreen ii control is a positive control for the solidscreen test in the automated system tango optimo respectively tango infinity. The customer returned the supposedly defective product for investigational testing and also the control that had caused a false negative test result. Our quality control laboratory tested the control reagent with the biotest cell 3 sample returned by the customer according to its intended use on tango system and yielded a correct positive result. Additionally the complaint sample was tested with different samples and controls. All results were as expected. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell 3 functions correctly. The customer did not use the supposedly defective product according to its intended use. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.